Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a power on reset occurred. It was noted a critical ram parity error occurred in address 19 40 on (B)(6) 2015. The por severity is low so the device should be able to fully recover after reset. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset due to a minor error of memory rewriting. Additionally, the right atrial (ra) lead exhibited increased thresholds. The device and lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.